Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component: ""5. Precautions - failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm ultra® xc in the lips using the packaged needle. While injecting the last 0.01ml of product, the needle "pop off" and "the plastic needle section snapped from the syringe" and separated from the syringe tip. Patient was fine.